Manufacturer narrative:
(B)(4).

Event description:
This was a lead extraction case to remove one non-functional cardiac lead (mdt 4076 rv pacing, impl 10 years). The lead was prepped with an lld and a 16f glidelight laser sheath was used to lase. During the procedure, the patient's blood pressure decreased. A sternotomy was performed and an injury was detected and repaired in the svc. The lead was cut and capped (no lld left inside the lead) and the physician is going to attempt to extract the lead again at a different time. The patient recovered from the procedure.